Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in an artery. A 185cm j-tip pt²¿ guide wire was used to cross the lesion. During the procedure, a 0.014" guidewire was inserted to protect the first diagonal branch artery. However, it was noted that the guide wire fractured 0.014" in its hydrophilic distal portion in the artery. The patient was hospitalized and no further patient complications were reported.